Manufacturer narrative:
Product event summary: the returned controller failed visual inspection which revealed cracks on power ports one and two. In addition, it failed functional testing which revealed a faulty pump motor controller. The reported event was confirmed via controller log file analysis. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed five controller failed alarms. The controller failed alarm was the result of the user interface controller (uic) not receiving the expected messages from the pump motor controller (pmc) for a period of ten seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. Visual inspection during failure analysis revealed a hairline crack around power port 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Functional testing revealed that the controller failed to display the pmc firmware and was unable to start a pump. In addition, the controller displayed "controller failed, change controller". Further testing revealed that the controller failed alarm was due to the pmc clock not operating as expected due to a faulty quartz crystal clock oscillator in the pmc circuitry. The crystal oscillator creates an electrical signal with a precise frequency to provide a stable clock signal for the pmc. The faulty component was replaced, resulting in the controller regaining functionality. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty crystal clock oscillator in the pmc circuitry. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient experienced a controller failed alarm with a controller message instructing the patient to exchange the controller. The site indicated that the controller had not been dropped. The event was associated with a suspected pump stop that lasted approximately 30 minutes. The patient was asymptomatic during the event and did not require medical intervention. The controller was exchanged in the emergency department with no reported patient consequence. The exchange of the device is reported to have resolved the issue. The site indicated that it will be returning the device to the manufacturer. No further information has been provided.